Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient's blood tests indicates elevated cocr levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01011-1 & 02241 / 02242).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. There has been no reported revision procedure. Additional information received in patient's blood tests indicates elevated cocr levels. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.